Event description:
Customer reported 10meq kcl was set up as a secondary infusion to run at 100ml/hr. Nurse found the secondary bag empty and the pump reading 94.6ml left to infuse. No patient harm occurred. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The pump, pc unit, primary and secondary sets were returned for investigation. The pc unit event logs indicate the infusion in question only ran for nine minutes when secondary bag was noticed to be empty. Functional testing of the sets sent in confirmed that back flow from the secondary may have moved. Visual inspection of the check valve for the primary infusion set model 2420-0500 under microscope revealed a silicone disc anomaly inside the check valve which indicates that back flow did occur; however, it is unable to be determined how much went into the primary bag and how much was actually administered to the patient. No performance or manufacturing issues were detected for the pump or pc unit. The root cause of the reported event was identified as a faulty check valve of the primary set. A review of the historical data for set 2420-0500, lot number unknown, during the period of (B) (6) 2008 to (B) (6) 2009 (which is when this particular set was most likely built) found no manufacturing issues generated for this primary set resembling the failure. The supplier was contacted and their investigation concluded that a clear particle was located between the housing seal area and the silicone diaphragm. The supplier concluded that the back check failure was most likely due to a particle preventing the silicone diaphragm from fully seating the housing seal area.